Event description:
It was reported that during a gastric bypass procedure, after connecting the anvil to the device and closing the device, the anvil continued to separate from the device. The device was replaced and used with the old anvil to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.